Event description:
It was reported that a patient underwent an initial right knee arthroplasty on (B)(6) 2018. Subsequently, a revision procedure due to bearing loosening was performed on (B)(6) 2021.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records did not identify any discrepancies that would have contributed to the reported event. A review of the complaint database over the last 3 years has found 1 complaints reported with the item(initiating complaint ). Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is unavailable. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty on (B)(6) 2018. Subsequently, a revision procedure due to poly loosening was performed on (B)(6) 2021.